Manufacturer narrative:
Other text: the masimo representative has confirmed the sensor will not return to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text: product not returned.

Event description:
The customer reported that "the spo2 value measured by mindray/masimo was "falsely" low compared with former philips/fast monitor with nellcor sensor and abg sao2: mindray/masimo - left hand: spo2 = 86; philips mp2/fast - foot: spo2 = 94; abg: sao2 = 92.4; 4 - 6 pts difference". There was no patient impact or consequence reported.